Event description:
Information received from the patient reported that when they were recharging their implantable neurostimulator (ins) "it is burning my body" (it was noted the ins was a "brain implant"). The patient also reported that they were having "power surges" up the neck to the brain and noted that one side felt stronger than the other. It was noted that the patient had botox injections every 3 months. They had one in (B)(6) and got "really sick and got worse and worse and worse." It was thought it was maybe because the patient was lying so much. The patient used ice packs to calm things down but "it took the pain to another area." The patient confirmed they were to contact their managing healthcare professional (hcp) for the issue and hoped to meet with the manufacturer's representative on (B)(6). There were no further details, troubleshooting, interventions, or an outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be submitted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.